Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed external leakage around the blood port and header connection. The specific defect that allowed the leak was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the connection between a polyflux 140h and artiset blood tubing during hemodialysis therapy. A "small amount" of blood leaked. The products were replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.